Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while using this c6 on a patient, panel connection lost was displayed and an alarm kept going off. When the hospital staff looked at the c6 screen, the display in the area where the waveform was originally displayed was off and on.`